Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up after under going an unrelated radiation procedure. The right ventricular lead exhibited noise which could be reproduced with isometrics. No intervention or additional information was reported.

Event description:
New information reported stated that the lead was successfully capped and replaced on (B)(6) 2016. The patient was in stable condition post surgery and would continue to be monitored.